Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. C18717) for female sterilisation. The patient had a medical history of vaginal delivery (3 vaginal deliveries), headache, joint pain, hair loss, discomfort, parity 3, multi gravida, dyspareunia, bleeding menstrual heavy, uterus enlarged and pelvic pain. Previously administered products included: mirena for fell out and depo provera. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 330 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total vaginal hysterectomy bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: satisfactory occlusion. [Pathology test] on (B)(6) 2016: gross description: history: pain, dyspareunia, irregular bleeding. Post-op diagnosis: same. Specimen: a. Uterus, cervix, bilateral fallopian tubes. The right fallopian tube with fimbria measures 5.6 cm in length and ranges in diameter from 0.4 to 0.7 cm. Cut sections reveal a coiled metallic foreign body in the lumen which ranges in diameter from 0.1 to 0.3 cm. The left fallopian tube with fimbria measures 6.7 cm in length and ranges in diameter from 0.4 to 0.9 cm. Cut sections reveal a gray metallic coiled foreign body in the lumen which ranges in diameter from 0.1 to 0.3 cm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. C18717) for female sterilisation. The patient had a medical history of vaginal delivery (3 vaginal deliveries), headache, joint pain, hair loss, discomfort, parity 3, multi gravida, dyspareunia, dyspareunia, uterus enlarged and pelvic pain. Previously administered products included: mirena for fell out and depo provera. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 330 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total vaginal hysterectomy bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: satisfactory occlusion: [pathology test] on (B)(6) 2016: gross description: history: pain, dyspareunia, irregular bleeding. Post-op diagnosis: same. Specimen: uterus, cervix, bilateral fallopian tubes. The right fallopian tube with fimbria measures 5.6 cm in length and ranges in diameter from 0.4 to 0.7 cm. Cut sections reveal a coiled metallic foreign body in the lumen which ranges in diameter from 0.1 to 0.3 cm. The left fallopian tube with fimbria measures 6.7 cm in length and ranges in diameter from 0.4 to 0.9 cm. Cut sections reveal a gray metallic coiled foreign body in the lumen which ranges in diameter from 0.1 to 0.3 cm. Batch no: c18717. Production date: 2014-02-05. Expiration date: 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.